Event description:
It was reported that during a prostate biopsy procedure the device fired outside of the pt without being triggered. Another device was used to complete the procedure. There was no reported pt or user injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for eval to date. The investigation is currently underway.